Event description:
It was reported by service report that the scale was not accurate, and the outer panel and footboard were damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked outer siderail panel. Cpu failure.